Event description:
It was reported that during interrogation of the pulse generator, an erroneous parameter error message was displayed. The device was reprogrammed to nominal settings and interrogation was successful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.